Event description:
Technologist could not stop injection. Customer reports no injury to pt. 3/20: spoke with customer concerning the event. Customer indicated to me that the technologist saw an extravasation and attempted to stop the injector, and failed. Any further information has to come thru risk management.